Event description:
It was reported that stent dislodgement occurred. The patient was being treated for coronary artery disease (cad). The 80% stenosed target lesion was located in the moderately tortuous and non-calcified proximal right coronary artery (rca). A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. The stent was delivered through the guide into the proximal rca lesion where it interacted with a previously placed stent. Friction was encountered which resulted in failure to be delivered more distal in the rca. Upon removal of the device, the stent dislodged from the balloon at the proximal rca lesion. The stent delivery balloon was removed, and another non-boston scientific balloon catheter was used to enter in the underemployed stent. Subsequently, a 2.0 mm balloon and a 3.0 mm nc balloon were used to fully expand the stent in proximal rca lesion without any issue and completed the procedure successfully. No patient complications were reported.